Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when they tried to lift the blades on the mir-I cs retractor body, instead of the blades lifting, the rear of the retractor moved. This device was used to complete the procedure. The hospital did not report any pt effects.